Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of no delivery alarms from the insulin pump. The customer's blood glucose reading was 330 mg/dl. The customer stated that the alarmed occurred during fixed prime. The customer stated that the reservoir is not empty. The customer was advised to deliver a 5 unit via fill cannula. The customer stated that the insulin did not exit with 5 unit fixed prime or pump alarmed no delivery. The customer was advised to only change the tube. The customer stated that insulin does not exit the tubing or pump alarms. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No excessive no delivery alarm noted. Pump passed self test, a21 test and all operating current test were normal. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads. The insulin pump was missing the end cap sticker.